Event description:
It was reported the patient¿s pump was ¿erupting¿ through his skin. Per the patient they have to have it taken out and have it replaced. It was indicated they can just barely see the metal in the wound were it was erupting. The patient stated it happened 1 week ago and not the fault of the pump. The patient was given a brace for their left arm and the brace had been ¿pounding against his abdomen¿ for several weeks. At first it was a little red spot but they saw metal first thing the morning of the report. The patient saw the hcp the morning of the report who said the patient had about 2-3 days before it comes fully out. It was further noted that the pump needed to be explanted and replaced. The physician, who performed pump refills for the patient, had declined to perform the surgical device replacement procedure. It was noted the patient had back surgery recently and because of the back surgery the patient picked up mrsa. This occurred back in (B)(6) 2013. In (B)(6) 2013 the patient had an MRI performed at a hospital in the presence of a manufacturer representative, because they ¿wanted to verify the pump would restart.¿ it was further reported the patient planned to request that their current physician only explant the pump on a safety/infection prevention basis regarding the partially exposed pump, while the patient was searching for a viable re-implant management physician. The case was also reported to be more complicated than initially thought, as it appeared a device explant only would occur for now and would require the need to be monitored by infectious control and the patient managed for possible baclofen withdrawal. The physician had given the patient several options to pursue on a fairly urgent basis. Additional information later reported the patient was admitted to the hospital and the hcp was going to explant the pump. Per the patient¿s wife they will consider putting the pump back in once he heals. Additional information later reported the patient had been seen by the managing hcp and the hcp indicated the pump needed to be removed by surgeon. The patient opted to find another facility. Additional information later reported the patient had the pump explanted. The pump was explanted because ¿it quit working¿ and the pump could be seen coming out through his skin. During the explant surgery, it was discovered that the connection to his spinal column wasn¿t working. The patient was now taking oral baclofen and ¿couldn¿t function.¿ the patient¿s pump began to come through his skin in approximately the middle of (B)(6) 2013. There wasn¿t anything that went wrong with the pump to cause it to become exposed. The patient was wearing a brace on his left arm which locked his arm in a sling position, and his arm ¿banged¿ into the skin right where the pump was located. The skin broke down and ¿out popped the pump.¿ additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products : product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the 8731 catheter (serial # (B)(4)) revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.

Event description:
Additional information received reported that the pump was removed for wound dehiscence. Culture and sensitivity ("c/s"), and aerobic and anaerobic culture ("a/a") were done but result was not provided. The pump was used to deliver baclofen.

Event description:
Additional information received that the pump explanted (B)(6) 2013. There was not a problem with the pump itself but the surgeon did note that the catheter had come loose.

Event description:
It was later reported that when the pump was taken out and the healthcare provider (hcp) looked under it, there was (B)(6). The catheter did not have to be replaced at this time. Currently, the patient was not doing well on oral baclofen.

Manufacturer narrative:
The correct date in for the information reported in follow up report #001 was (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was skin breakdown. It was unknown if there was perioperative antibiotics administered. The patient did not have meningitis. The last refill date was unknown. It was noted that the incisional wound was opening at the device pocket. It was unknown if cultures were taken. IV antibiotics were instituted. It was reported that the infection resolved.